Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. Missing information was requested at complainant on may 11, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported by a (B)(4), that the laser marking for product identificaiton is missing on a ncb®, femur shaft plate, curved, 14 holes, 289 mm.

Manufacturer narrative:
Additional information was received and has been filed in this report. As soon as supplemental information or the investigation results becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4)..

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: laser marking missing. Device history records: as no lot number was provided for this device (ncb, femur shaft plate ref 02.03265.014,) the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that there is no any character/marking etched on these plates and screws. Review of received data: no case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: ncb cancellous screws ref 02.03152.050 and 02.03152.075: product drawing: at the time of manufacturing the drawing was valid and there is no laser marking specified on the screws. Only in 2016 a laser marking was introduced on the screws. As the reported screws have been manufactured in 2013 and 2015, they are according to specifications. Root cause analysis: ncb cancellous screws ref 02.03152.050 and 02.03152.075: root cause determination using rmw: failure of surgery due to wrong/misleading information of labels. Possible, there is no laser marking on the screws. However, this is according to the specifications which have been valid at the time of manufacturing. Ncb, femur shaft plate ref 02.03265.014: root cause determination using rmw : wrong/misleading information of labels due to incomplete/missing/wrong/unreadable informations on labelling. Possible, as it was reported that there would be no laser marking on the plates. The root cause analysis of this issue (laser marking readability) is already addressed. A design change was initiated, the laser marking will be updated in order to improve its readability for the user. A change of the color of the marking from white/grey to black will be performed. Conclusion summary: no products were returned for an investigation and no pictures were available. Therefore the complaint cannot be confirmed. It was found that the following products did (at the time of manufacturing) not require any laser-marking: ncb cancellous screws ref 02.03152.050 and 02.03152.075: these products have been. Manufactured according to the specification valid at the time of manufacturing (2013 and 2015). The laser marking on this screws has only been introduced in 2016. Ncb, femur shaft plate ref 02.03265.014: as neither the plate has been returned nor any picture is available, it cannot be confirmed that the laser marking on this plate is missing. It might be a possibility, that there has been issues with the readability of the laser marking, which is already addressed. However, also the lot of this plate and therefore the manufacturing date remains unknown. As part of this ongoing, the laser marking will be updated in order to improve its readability for the user. A change of the color of the marking from white/grey to black will be performed. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp(B)(4).